Event description:
It was reported that the tubing of a clearlink continu-flo solution set was crushed. It is unknown during what process step this malfunction was identified. It is unknown if there was patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, no evaluation could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.